Event description:
It was reported that pump displayed malfunction alarm code and could not be reset, with no notable events occurring beforehand and no adverse impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement; customer was also instructed to return malfunctioning pump using prepaid label within 10 days and acknowledged all instructions.